Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a weil osteotomy procedure, the snap off part of the screw detached from the head of the screw prematurely. The distal part of the screw remains implanted. Integra has requested additional info from the reported.